Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water temperature of arctic sun device did not cool down. Per review of wo on 30mar2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 17apr2023, replaced the device in the customer site(field) and replaced the mixing pump assy. There was no patient involvement. Symptoms were detected during the equipment inspection.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit water temperature did not cool down appropriately. When performing a cooling test manually, the water temperature of t4 is around 6 degrees celsius, but the water temperature of t1 is not cold. Mixing pump assembly was replaced. The device underwent and passed testing after all repairs. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water temperature of arctic sun device did not cool down. Per review of wo on 30mar2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on (B)(6) 2023, replaced the device in the customer site(field) and replaced the mixing pump assy. There was no patient involvement. Symptoms were detected during the equipment inspection.